Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the surgeon side console (ssc) viewer to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported repeated 319 errors occurred when the system was powered on and the second console did not appear to power on as expected. The event logs in the system were reviewed and error 319 was observed, indicating an issue with the second console. A hard power cycle of the console was performed and the blue fiber cable connections on both ends were checked, but the issue persisted. The second console was then removed from the system, after which the system powered on without any errors and setup proceeded using a single console. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This ssc viewer was returned and evaluated by the failure analysis (fa) team. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in house system and no errors or faults were triggered in normal mode related to the reported event. Based on these findings, failure analysis was not able to determine the root cause for the reported event.